Event description:
It was reported that customer was hospitalized for dka. Customer had received a no delivery alarm on pump prior to hospitalization. It was reported that customer did not change set when alarm occurred. Troubleshooting performed and pump appeared to be operating normally. A tubing clamp was sent to customer in order to complete troubleshooting.